Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's cable has a cut on it. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h6, h11. Corrected fields: remove c070601 from h6 coding. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely that watertight defect phenomenon occurred due to flooding from the torn in the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Event found at reprocessing during inspection. Per the customer "upon inspection of the device before re-sterilisation". There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 (event found at) obtained from customer response through follow up. The device was returned to olympus for the evaluation and reported problem was confirmed. Device evaluation noted break in cable, poor watertightness in cable unit was observed. Based on the results of the investigation, the reported issue was confirmed as damaged cable, attributed to component failure . The definitive root cause of the damage cable could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Event found at reprocessing during inspection. Per the customer "upon inspection of the device before re-sterilisation". There was no patient involvement.